Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a left ventricular assist device (lvad) procedure. Noise was observed on the presenting and stored electrograms that was not being oversensed. Then, the patient received inappropriate anti-tachycardia pacing (atp) therapy and a shock. Post shock, there was noise and oversensing as well as undersensing of the qrs complex. Boston scientific technical services (ts) noticed a decrease in rv pace and shock impedance measurements since the lvad was placed. Subsequently, the rv lead was surgically abandoned and replaced with a new rv lead, which remains in service. No additional adverse patient effects were reported.